Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 100 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 12/22/2018 and open vial date is unknown. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer called to erase all his blood results then he wanted to change his time and date which we did. I did tell him we could not erase the blood results. He then proceeded tell me that his results were high for him. He went to the dr (routine scheduled appointment) and brought his meter. The meter read 179 mg/dl and the lab results read 159 mg/dl non- fasting. I did tell the customer that the meter can be a 15% variance and he still thinks that the meter is reading too high. He is storing the strips in the bathroom. I told him to take strips out of the bathroom and to store the strips in a room with no humidity or temperature change. He will store strips in that environment moving forward.